Event description:
The patient was revised due to osteolysis was discovered around the stem area. Liner stayed in.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding osteolysis of an exeter stem involving an unknown femoral head was reported. It was reported that the patient was revised due to osteolysis around the stem area. There was no reported defect for the femoral head. Based on the provided information, there is no indication that the product reported in this investigation may have contributed to the event.

Event description:
The patient was revised due to osteolysis was discovered around the stem area. Liner stayed in.

Manufacturer narrative:
The catalog and lot code information were not provided. The device was reported as an unknown femoral head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.